Event description:
It was reported that the spinal cord stimulation (scs) patient experienced an infection at the implantable pulse generator (ipg) pocket incision site two weeks post implant procedure. The patient was administered a 7-day course of antibiotics wherein the infection cleared.